Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2021 and suture was used. The needle popped off of the suture. The procedure was completed with no patient consequences.